Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: h2: if follow-up, what type. H3: device evaluated by manufacturer. H6: type of investigation. H6: investigation findings. H6: investigation conclusions. H10: additional narratives/data. Zimvie received one (1) unknown zimmer implant for evaluation. Images are attached. Visual evaluation was performed. There was damage to the implant, the implant was trephined. The implants collar was fractured. There was a fractured screw inside the implant. Screw fracture likely caused during removal of the implant. DHR and complaint history review could not be performed since the lot/item number was not provided and unknown. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was long-term parafunctional habits (e.g., clenching, bruxism, and overloading) of the patient over the implantation period patient factors. Therefore, based on the available information, device malfunction did occur. Fracture identified at the collar. The reported event is confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.

Event description:
Implant fractured under function. Prothesis started moving during the pandemic quarantine and patient presented when prosthesis came out. The implant was removed

Manufacturer narrative:
Zimvie complaint (B)(4). A4: patient weight is not provided / unknown.